Manufacturer narrative:
This report is being submitted to report additional information. Additional information received by the customer confirms that this event does no longer meet the requirements for a reportable event. No further medwatch reports will be submitted for this event.

Event description:
Customer reports that the implant did not osseo integrate due to infection.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to an infection. The patient reported with swelling and pus drainage. Implant removed and grafted and patient to seek endo.